Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer had already performed pump reset before contacting support, error did not recur after reset, and customer successfully started new sensor session with guidance from technical support.